Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, golus, fixed prime. Customer's blood glucose was 279 mg/dl. The customer stated that the reservoir is empty. Customer was advised to change reservoir. The customer will call back after she fills her reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.